Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported before use of the bd precisionglide® syringe needles 25mm 8mm there was foreign matter attached to the needle hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Date received by manufacturing: changed/corrected from 10/24/2017 to correct date 10/02/2017.

Manufacturer narrative:
Investigation: needle hub hole / cracked / damaged. It was verified the maintenance record, batch record, quality notification and any deviation was found. The sample sent by the customer was analyzed and showed the defect informed, confirming the complaint. Foreign matter: during the production of the lot, some defects in the machine were identified and that generated maintenance. By the visual analysis of the photo, the dirt presented may be maintenance residue. Conclusion: the batch history, quality notifications and maintenance records were evaluated for catalogue 300054, lot number 3351460. According to the analysis of the assembly process, there are no records in the batch history related to the described defect. The inspection performed on the retention samples presented results according to the specifications of the control plane, the possible cause of the defect is the shock of the needle in the feeding conveyor of the packaging machine. The complaint was recorded in the complaints database which is regularly monitored for trend assessment. Based on sample /photo, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure CAPA not necessary at this time.